Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag arm base was replaced, and the unit was returned to service.

Event description:
The hospital reported that the bag arm base was broken. The unit cannot manually ventilate with a broken bag arm base. There is no report of patient involvement.